Event description:
It was reported that the patient was experiencing pain and underwent an explant procedure. The patient was no longer in pain. Additional information was received that the explanted device will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018.

Event description:
It was reported that the patient was experiencing pain and underwent an explant procedure. The patient was no longer in pain.